Event description:
Event description boston scientific crm received information that during a follow-up visit, this ventricular lead displayed impedance measurements greater than 2500 ohms and threshold measurements greater than 7.0 v @ 0.4 ms. It was also noted that the lead was unable to detect r-wave measurements. X-ray examination indicated that the lead had become fractured. The patient was asymptomatic and a revision procedure was to be planned for a later date. One week later during the revision procedure, the lead was surgically abandoned. Though the pacemaker exhibited no adverse behavior, the decision was made to prophylactically explant and replace the device. A new lead and device were implanted on the patient's other (right) side. The explanted device was returned for analysis.